Event description:
Ten days post implant, it was reported that the right atrial (ra) and right ventricular (rv) leads were pulled back due to poorly anchored suture sleeves. Additionally, it was noted that the patient experienced phrenic nerve/diaphragmatic stimulation from the rv lead. The ra lead remained attached so a stylet was used to re-position the lead. The ra lead was successfully repositioned. The rv lead was completely dislodged and the physician chose to explant and replace with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).